Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) regarding a male patient who was receiving prialt, dilaudid 5mcg/ml, and morphine (unknown doses) via an implantable pump for spinal pain. In the end of (B)(6) 2015, the patient experienced pressure around the pump site. It was noted the patient had lost 66 pounds since (B)(6) 2014. In (B)(6) 2015, the patient had a refill and the drug concentration was increased from 5mcg/ml to 10 mcg/ml so that it would last longer between refills. The patient then started experiencing a lot of sweating. In (B)(6) 2015, the patient went in for abdominal scans and blood work (twice). The results were not reported. The patient's hcp didn't feel the symptoms were related to the pump. The patient was literally ready to blow his head off. He was frustrated with having to change his shirt several times a day and sweating all the time. It was later reported by the hcp no swelling; he's been losing weight. If additional information becomes available, a follow-up report will be submitted.